Manufacturer narrative:
The device was returned to olympus for inspection. There was no customer allegation. The device was returned for preventive maintenance. A root cause could not be identified. Based on the results of the investigation, the cause was not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a gap in the adhesive area between then server plug-in and distal end. There was no patient involvement.